Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for an unrelated procedure. During the procedure, the right ventricular lead exhibited low and out of range impedance. It was suspected that the insulation may have been cut. No electrical anomalies were noted. The lead was capped and replaced. The patient was stable throughout the procedure and will continue to be monitored.